Event description:
It was reported to boston scientific corporation that an rx biliary wallstent was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the stent would not release itself completely from the delivery system. Additional information revealed that the stent did partly deploy, but it was not possible to reconstrain it. The procedure was completed with another rx biliary wallstent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the device used in this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an rx biliary wallstent was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, the stent would not release itself completely from the delivery system. Additional information revealed that the stent did partly deploy, but it was not possible to reconstrain it. The procedure was completed with another rx biliary wallstent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the device used in this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: a visual examination of the returned device found that the stent was fully deployed from the device and the outer sheath was retracted 100 mm proximal to the tip. The stent wires were severely damaged at one end. During analysis when the outer sheath was moved distally towards the tip a slight resistance was met. The shaft was dissected and the inner lumen was removed and no issues were noted that would have contributed to the complaint reported. From the information available this device was used per the directions for use / product label. A review of the manufacturing documentation could not be performed as the batch number is unknown. A similar complaint batch review could not be performed as the batch number is unknown. As a result of this investigation, this complaint has been assigned the most probable root cause of operational context.

Manufacturer narrative:
Patient is over 18 years old. (B)(4) (partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.